Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing, further evaluation showed the device was oversensing myopotentials. No interventions were taken. There were no patient consequences.